Event description:
It was reported that during ipg replacement (related to MDR-2024-20783) on (B)(6) 2024, physician was unable to locate the set screws and pull the leads out of the ipg. When doing so a contact was sheared off the lead, resulted in high impedances on lead. Investigation was unable to determine which lead was at fault. Reprogramming was able to provide patient therapy.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), batch: 2884549.